Event description:
The customer reported that the device would not open while on the ip ligament. Other instruments were used to open the device. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.